Manufacturer narrative:
H3, h6: the navio surgical system japan, pn: rob00043, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, visual and functional inspections could not be performed. The case files were downloaded from the device and provided for investigation. The reported unsaved tibia mesh was confirmed and will be further investigated as it is likely to be a software issue. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Event description:
It was reported that during femur and tibia morphing in a navio-assisted ukr surgery, (B)(6) continued to trace the bone even though the footswitch was not pressed. Then, the data was cleared with the remove point and morphing was performed again. After that, during planning, it was realized that the bone shape data of tibia was not corrected. Clear point was selected and the tibia morphing was performed again. The procedure was finished without any significant delays (about 10 minutes). No patient was harmed.